Event description:
Allegedly poor bone growth at 5 month follow-up. Good results was achieved after filled in more bone graft in the 2nd surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure.complaint reviewed and analysis showed no trend. Product not returned.evidence that product in specification when used.